Event description:
Customer reportedly received results of 7.2 mmol/l, 20.5 mmol/l, and 14.5 mmol/l within 9 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). Device received in a condition which made analysis impossible. Unable to test because strips had expired.

Manufacturer narrative:
The event occurred in (B)(6).